Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effects of stroke and thrombosis are listed in the emboshield nav6 instruction for use as known potential patient effects. The lot history record for this product could not be reviewed because the product was not returned and the lot number was not reported. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion left carotid artery. An emboshield nav6 embolic protections system (eps) was advanced and a 10x10x30mm xact stent was deployed without issues. The eps and stent delivery system were removed without issues; however, a shot was taken of the artery and it was noted that thrombus was left in the middle cerebral artery. A cerebral check was conducted on the patient and the patient could not move their right hand and arm. The patient suffered a m3 stroke. Neuro-rescue was not performed and the patient was administered medications through a drip and kept in observation. No additional information was provided.